Event description:
While investigating a monitor for an unrelated issue, a reportable problem was discovered. The monitor had a code 102 - charge profile fault.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor had a code 102 - charge profile fault in its flag files. Upon investigation capacitor c19 had a broken solder connection. The cause of the damaged solder connection was unable to abe positively identified. No adverse event resulted from the defective monitor.